Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the falsely depressed calcium result is an instrument malfunction. A siemens healthcare service engineer was dispatched to the account and resolved the issue by removing, cleaning, and re-installing the sample drain. Proper functioning was confirmed with acceptable precision testing. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample on the dimension vista instrument. The patient result was reported to the physician who questioned the result. The sample was repeated and a higher result was obtained. A corrected report was issued. There is not indication that patient treatment was altered or prescribed on the basis of the falsely depressed ca result. There was no report of adverse health consequences as a result of the falsely depressed ca result.